Event description:
The patient was treated with antibiotics due to fluid buildup at the implant site. A pocket revision surgery has been scheduled.

Manufacturer narrative:
Culture reports were negative for infection.